Event description:
Customer reported the system will not boot up properly. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found the customer was not powering down the system properly. The system would try to correct corrupted files during boot-up, thus taking longer than normal to boot up, so customer would shut down and reboot again. Ge rep reloaded software, and instructed customer on proper shutdown, and start up procedures. System operates as intended.